Event description:
Caller stated that his son was on a covidien nellcor pm100n and had an adverse event that rendered him brain dead. On (B)(6) 2024 her son was hooked up on a nellcor pm100n pulse ox video monitor, she stated she checked the video at 3am the device was working as expected at 7am when she checked the video the oxygen was 50 and the monitor was flashing without alarming. Her son turned blue, she started CPR and 911 was called. The son was resuscitated and taken to the hospital but was later diagnosed with hypoxic-ischemic encephalopathy (hie), a brain injury that occurs when an infant's brain is deprived of sufficient oxygen. On (B)(6) 2025 she received a letter from her (supply company) that the nellcor pulse ox machine may not sound a high priority alarm which may lead to low oxygen, arrhythmia and or death.